Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive architect syphilis tp result for a 23 (B)(6) male patient. The following data was provided: initial result = 0.21 s/co, repeat = 0.22 s/co, tppa = positive (1:160), trust result = negative no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 8d06-74 has a similar product distributed in the us, list number 8d06-31/-41. The complaint investigation for false nonreactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review for lot 23137be01 did not identify any non-conformances or deviations with the lot and complaint issue. In-house testing of a retained reagent kit of lot 23137be01 was tested in a sensitivity setup. No false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and found to adequately address the issue under review. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot 23137be01 was identified.